Event description:
It was reported the charger experiences difficulty location the ipg and subsequently the device loses communication. A replacement charger was sent. F/u revealed the replacement charger did not resolve the issue and the pt stated she believes the ipg is inoperable. Surgical intervention may take place at a later date; however, the pt is currently seeking a new physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.